Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a transcarotid artery revascularization (tcar) procedure. Brilinta was used based on the p2y12 inhibitor results for plavix. However, days after the tcar procedure, the patient experienced aphasia. No further information was provided to boston scientific.